Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that no actions where taken to resolve having gotten shocked when walking through the security screener/detector. Patient weight was updated. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient thought they were shocked before when walking through metal detector security so patient wanted compatibility guidelines for airport security screening. Patient mentioned they thought it happened once. Compatibility guidelines were reviewed. No further complications were reported.